Event description:
Ous MDR. After an implantation time of about 3 months, suspicion of rv lead defect was reported after repeated vf detections with t-wave over sensing. It cannot be ruled that the defect was caused during the explantation. The lead was explanted. This device is associated with linox sd 65/16, MDR 1028232-2008-00695.

Manufacturer narrative:
Ous MDR. The ICD showed the device state as bol. It had been implanted for a time period of 3 months, and 47 charge processes were documented. The connection system of the ICD underwent a visual inspection. The drill hole dimensions were all within the range prescribed by the is-1 and the df-1 standards. The screws of the shock and pace outputs were ok. The screw that contacts the hv-1 connector plug did not show any clear clamping marks. The outer wiring as well as the positions of the plug receptacles were as expected. There was no material defect or mfg error. Next, the implant underwent an electrical incoming goods inspection and proved to be completely within specifications. In particular, several impedance measurements using various load resistors showed to be conforming to specifications. There was definitely no electronic defect. As part of checking the memory content, the iegms were analyzed. Interference in the far-field and intermittent t-wave oversensing was visible starting from 2008. The ICD proved to be normal and within specifications both in regard to the connection system and the electronics.